Manufacturer narrative:
The device is an automated external defibrillator (AED) and the actual device involved was evaluated. Evaluation of the device found that the display would fail intermittently. Investigation determined that the device malfunction was caused by the failure of the lcd (liquid crystal display) subassembly. Replacement of this subassembly corrected the malfunction. The repaired device was returned to the customer after passing acceptance testing. The cause of the lcd subassembly's failure could not be conclusively isolated.

Event description:
It was reported that the display screen became fuzzy and then went out. Patient treatment was not affected by the product problem. Note 1: the complaint reporter stated, that no patient ID number will be available from them.